Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 1 day of wearing the adc freestyle libre sensor. As a result of being unable to obtain results, customer experienced symptoms described as tiredness and a loss of consciousness. Customer was treated with sugar by a third-party and was seen at a hospital where a laboratory glucose result of 37 mg/dl was obtained and he/she was administered intravenous glucose for hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported receiving a "replace sensor" message after 1 day of wearing the adc freestyle libre sensor. As a result of being unable to obtain results, customer experienced symptoms described as tiredness and a loss of consciousness. Customer was treated with sugar by a third-party and was seen at a hospital where a laboratory glucose result of 37 mg/dl was obtained and he/she was administered intravenous glucose for hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.